Manufacturer narrative:
The manufacturer previously reported that a patient passed away that was using a inspiration elite nebulizer. Upon review, this information was incorrect. This report corrects the previous filed information. The manufacturer received information from a relative of a deceased patient indicating that a brand-new nebulizer was found unused in the patient's closet by the patient's mother-in-law. According to FDA 21 cfr part 803, a death or serious injury is considered reportable if the medical device is determined to have "caused or contributed" to the event, meaning the device must have been a factor in the death or serious injury. Based on the information provided, the nebulizer in question was unused, and as such, it could not have contributed to or caused the patient's death. Therefore, there is insufficient evidence to suggest that this event is reportable to any regulatory agency under the criteria. Additionally, the prior report submitted was filed in error, and this event has been deemed not reportable. A final report is being submitted. If new information becomes available that changes the outcome of the investigation and associated medical device reporting a follow up/supplemental report will be completed.

Event description:
The manufacturer received information regarding a inspiration elite neb. The manufacturer received information alleging patient passed away. At this time medical intervention was not specified. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.